Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this device exhibited an alert. Technical services (ts) was contacted; however, when reviewing the information, the specific details for the patient or the device were not available. Therefore, it was impossible to determine what the alert was for. This device remains in service. No adverse patient effects were reported.